Event description:
It was reported that a peritoneal dialysis (pd) patient presented to their pd clinic with complaints of abdominal pain and cloudy pd effluent. Additional information was obtained through follow-up with the patient¿s pd registered nurse (pdrn). A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g daily and vancomycin 1g every 5 days. The culture resulted positive for coagulase negative staphylococcus (no species provided). The white blood cell count was 295 with 85% polymorphonuclear cells. The antibiotic regimen was adjusted after the culture results and the ceftazidime was discontinued. The patient continued to complete pd therapy utilizing the same liberty select cycler during recovery. Initially, it was reported that the cause of the peritonitis event was the patient reusing supplies from a pd treatment. The patient had contacted fresenius technical support (ts) on (B)(6) 2023 for a heater bag not detected message. The patient stated the cycler set line was not long enough to connect to the heater bag. Ts advised the patient to re-set up with new supplies. However, the patient stated they did not want to use new supplies and wanted to use the same bags. They said they felt safe to just clean the bags and reuse them. In subsequent communication, it was reported that the definitive cause was not determined as it was not confirmed if the patient reused the supplies. Nonetheless, it was documented that it was likely that the patient reused the supplies and that this was the likely suspected cause of the peritonitis event.